Manufacturer narrative:
Evaluation summary - elevated bun may be caused by the following: excessive protein intake, kidney damage, certain drugs, low fluid intake, intestinal bleeding, exercise or heart failure. The patient's bun level was 39.00 mg/dl, while normal adult ranges are 5-25 mg/dl. The patient's cr level as slightly elevated at 1.70 mg/dl while normal adult ranges are 0.5-1.4 mg/dl. No treatment plan is outlined for the patient at this time, and the severity is noted to be mild. Neither operative notes nor x-rays have been returned for review. Attempts have been made to obtain additional information however no information has been received to date. With the information provided, root cause cannot be determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient has elevated blood urea nitrogen levels.